Event description:
It was reported that the customer's insulin pump was not alarming no delivery when it was supposed to be doing so. The customer's blood glucose was at 204 mg/dl. Assistance troubleshooting was offered and declined by the customer. Nothing further was reported.